Event description:
During an interventional and a diagnostic procedure, there were 2 separate events of csi cannula crack/separation. Both sheaths were removed in the lab- not on the floor later (pts were flat). One pt had a star-close (vcd) in the past but the other did not. It was the same doctor but different staff in the lab. All were experienced professionals. One sheath cannula separated approx 3cm distal to the hub and the other sheath cannula separated "further down." Both pts went to surgery for removal. Both sheaths were the same lot number. In addition, the unused sheaths were opened (same lot) and the material felt "weak and friable." Attempts to separate the details for each separate case are ongoing.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved in the same pt reported under manufacturing numbers 9616099-2007-01507, and 9616099-2007-01508, 9616099-2008-00027, and 9616099-2008-00028. Additional info will be submitted within 30 days upon receipt.